Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced pain shortly after the trial procedure. Medication was given and the leads were removed. There have been no reports of further complications regarding this event.